Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported keypad issue was confirmed. The dso seal and keypad were replaced. The device passed functional testing after the repairs.

Event description:
It was reported that the device's the touch pad was not working. During device evaluation, it was found that the downstream occlusion (dso) seal was degraded. There was no patient involvement.